Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/23/2024, it was reported by a distributor via (B)(4) that an ar-1595tc drill pins shade tip broke off. This occurred during an acl reconstruction on (B)(6) 2024 when inserted into the bone, the device broke it took a couple of minutes to retrieve the fragment. The case was completed using another pin